Manufacturer narrative:
Clarification to e.1. (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected into the marionette lines 3 years ago and became hard. Patient recently was injected in the lip with juvéderm® volift¿ with lidocaine. 2 months later, patient presented with hard lumpy lips. The patient has a rash on their body around the time the filler swelled. The patient took antihistamines, and ibuprofen when the swelling started which helped with the lip swelling but there was no improvement in the lumps. Patient was prescribed doxycycline 100mg once a day for 7 days, and clarithromycin 500mg twice a day for 1 week. Symptoms are ongoing. This complaint is related to the first injection of juvéderm® volift¿ with lidocaine. This is the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the 1st injection.